Event description:
The customer reported leaking from the silicone segment causing fluid to leak into the pump. There was no report of patient harm or medical intervention. Although requested, no further patient or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set had been discarded by the customer and will not be returned. The root cause of this failure could not be identified.